Manufacturer narrative:
Dehiscence; leaflet prolapse. Method: device discarded. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Valve dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. Leaflet prolapse typically would result in regurgitation and, when developed progressively over time, regurgitation can be due to a number of issues including patient related factors or structural valve deterioration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after nine (9) years, nine (9) months due to prosthetic mitral valve regurgitation. Through obtained information, there appeared to be a dehiscence of one of the valve leaflets from the strut, which was prolapsing this leaflet and causing severe aortic insufficiency. This was excised and replaced with a 33mm pericardial bioprosthesis, the patient tolerated the procedure well and was transferred to the intensive care unit in stable condition.